Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The complaint for a system error 2240 was not confirmed and the root cause was a leak in a disposable. The device was requested but was not available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. No user error was suspected therefore no label review was performed. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted (B)(4) regarding a system error 2240 alarm on the home choice (hc) during dwell 4. (B)(4) explained the alarm indicated air had entered the setup. (B)(4) assisted the home patient (hp) with cycling power to clear the alarm. (B)(4) reviewed proper procedures. The hp noted condensation on the supply line. Product surveillance contacted the home patient (hp), who stated she resumed therapy using manual supplies and had not had any problems since. The hp said she contacted her nurse, who advised her to monitor her drain fluid. The hp said it never turned cloudy. Besides the condensation on the supply line, nothing else unusual was noticed with the supplies. A sample was not available. The hc was operational and a swap of the device was not necessary. The patient was involved, but there was no serious injury or medical intervention was reported.